Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report: 3006705815-2019-01831. Reference MFR report: 1627487-2019-05759. It was reported the patient¿s scs system was not providing adequate relief. As a result, the scs system was explanted on (B)(6) 2019.

Event description:
Reference MFR report: 3006705815-2019-01831. Reference MFR report: 1627487-2019-05759.